Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
About 2 hours after activating the pod, the customer noticed that the "needle never cannulated." The customer's blood glucose level was high (500mg/dl). The pod was worn for less than a day.